Manufacturer narrative:
D4/h4) the lot number was not provided; thus, the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the device was discarded; thus, no investigation could be completed. H6) great vessel, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra), and left ventricular (lv) leads due to cied system/pocket infection. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the ra lead, steady progress was made, and the lead was removed. Then, when removing the glidelight from the body, the patient's blood pressure dropped, and a pericardial effusion was detected via transesophageal echocardiogram (tee). Rescue efforts began, including rescue balloon, bypass, and sternotomy. A perforation in the svc/ra junction was discovered; however, was unable to be repaired. The rv and lv leads remained, and the patient did not survive the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.